Manufacturer narrative:
The devex cage inserter inner rod was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the distal tip had become fractured. Fracture analysis showed evidence of plastic deformation and a rough appearance across the entire surface indicating that the distal tip underwent a static overload. A review of the device history record (DHR) could not be performed as the lot number was not provided. Trend search found no related complaints. The root cause cannot be positively determined. However, fracture analysis showed evidence of a static overload failure. As there are no systemic trends or material defects, this complaint file will be closed with no further action required. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thread at the proximal end of innershaft broken. Properly using is not possible.